Event description:
It was reported that during a da vinci-assisted oophorectomy surgical procedure, the surgeon side console (ssc) power button was not on. The customer stated that they connected another ssc during the case when this was noticed. The customer also stated that the new ssc was powered on, the arms did move/home, and there was a good image within the viewer. The technical service engineer (tse) viewed system logs and confirmed ssc 471741 (sk1195) was currently connected to system sk5831 with no other errors noted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the surgeon side console (ssc) power button was not on, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse removed and replaced ssc power switch and verified the amber and blue led functionality. The system was tested and verified as ready for use. The power switch is a field scrap item and will not be returned to isi.